Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packaging tearing occurred with a 20 ml luer lok syringe. The following information was provided by the initial reporter, "when attempting to open package onto sterile field the wrap tears in multiple places rendering the syringe unsterile so it then needs to be discarded and another opened. The outside packaging tears as if the edges do not tear away from the packaging properly. The packaging was of a different type in the past from bd and with this switch this is happening more often. The packaging was plastic in the past and now has switched to paper."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that packaging tearing occurred with a 20ml luer lok syringe. The following information was provided by the initial reporter, "when attempting to open package onto sterile field the wrap tears in multiple places rendering the syringe unsterile so it then needs to be discarded and another opened. The outside packaging tears as if the edges do not tear away from the packaging properly. The packaging was of a different type in the past from bd and with this switch this is happening more often. The packaging was plastic in the past and now has switched to paper."